Manufacturer narrative:
A third-party service agent evaluated the customer's device and was able to duplicate and verify the reported issue. The root cause was determined to be the system pcba. The device was discarded and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device was difficult to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
The customer contacted stryker to report that their device was difficult to power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.